Event description:
While evaluating a returned processor pca, the failure analysis technician discovered the processor pca had lifted pin(s) on the j16 connector. As a result, the testing device output was low and the unit failed the defib test during operational testing. There was no patient involvement.